Event description:
The customer reported being hospitalized for high blood glucose over 500mg/dl. The customer stated that his doctor requested to replace the insulin pump. The customer also stated that the device was disconnected while been in the hospital and currently he is on manual injections. The customer stated that the infusion set and the reservoir were changed, but the glucose level still were high and he went to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.